Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-07258. It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0x200x150-hybrid sterling balloon catheter was advanced for dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured. Another 6.0x200x150-hybrid sterling balloon catheter was advanced to the lesion. However, on the first inflation at 12 atmospheres, balloon ruptured. The devices were completely removed from the patient's body. The procedure was completed with a 6x200 charger balloon catheter. No patient complications were reported and the patient was not harmed.